Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 460 mg/dl at the time of incident and current blood glucose level was 268 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with bolus. Customer did not allege insulin pump was under delivering. Customer was stated that the drive support cap appears normal. Customer was advised to call when tubing clamp received to perform high pressure test to confirm insulin pump can detect an occlusion. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.